Manufacturer narrative:
The device was received for evaluation. During functional testing, 'keys 2, 5, and 8 are not responsive' was unable to be confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The keypad will be replaced as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had keypad numbers 2, 5 and 8 that were not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.